Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 40 mg/dl. Customer was treated with food. Customer reported symptoms related to low blood glucose such as confused, uncooperative or not responsive. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that there were unusual drops during last set change. The device will not be returned for analysis.